Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in apatient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced fungal peritonitis. Treatment was not reported. The root cause of the peritonitis was unknown. On an unreported date in 2011, the fungal peritonitis resolved, dianeal was discontinued and the patient was switched to hemodialysis. The nurse believed the fungal peritonitis was not related to dianeal pd2 ambuflex and extraneal viaflex therapies.